Event description:
Performing lumbar through sacral vertebra (l5-s1) transforminal lumbar inter-body fusion with extension to pelvis. Screwdriver tip bent while placing screw into bone.======================manufacturer response for power cmas screwdriver, power cmas screwdriver======================wanted equipment back for testing, secured by the hospital for now.